Manufacturer narrative:
Since the affected instrument was inspected by a miltenyi biotec technician and no failure had been detected, the complained error signals remain unidentified.

Event description:
The customer complained about a wrong behavior of the clinimacs plus instrument, s/n (B)(4), observed during a run of the depletion 3.1 sequence on (B)(6) 2016. Please refer to the customer's failure report below: when they ran depletion 3.1 tcra/ss program, they reported: installation ; ok; data entry : ok; integrity check : ok; remove the clamp from pbs/edta bag; priming; remove the clamp from cell sample bag; run : issue in the screen display : the cell flow is not displayed as usual - only the priming waste; bag is displayed. Cells have quickly ended in the non-target cell bag. Emergency stop; clamp and kit removal; instrument check : valves ok; magnet check : strong noise and strange smell; final message : "please fill liquid sensor." As a result of these observations, the customer had to abort the process. Furthermore, the customer stated at the time point of the event, no patient was affected.